Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During preparation, it was noted that there was no difficulty experienced upon setting up the device. The physician attached the ligating handle and inserted the wire through the scope. The nurse removed the shrink wrap prior to attaching the banding unit to the distal end of the scope. The physican pulled back on the wire to take out slack and secured it to the handle. When the device was tested and attempted to deploy the band, it did not successfully deploy. The physician rotated the handle again, the second band moved; however, it got tangled with the first band. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed at the beginning of the device setup process, prior to securing the ligator head on the scope which is earlier than what is instructed in the device instructions for use (IFU).

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation. Therefore; a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.